Manufacturer narrative:
Philips service cleaned and lubricated the high voltage connectors and returned the device to use with limitations. Follow-up intervention was required. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the generator restart issue due to arcing caused the stent boost station to be unusable on a azurion 7 m12. The clinical use of the system was in use. There was no reported patient or user harm.